Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Swollen knee [joint swelling]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician regarding a patient (age and gender not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection in an unspecified knee, dosage regimen and rout of administration not provided. The lot number for synvisc was not provided. On an unspecified date, the patient developed swelling in the knee and went into the emergency room (ER) where the patient stayed overnight. The action taken with synvisc treatment was not provided. The outcome and intensity for the event of swollen knee was not provided. Concomitant medications were not provided. The causal relationship between synvisc and the event was not provided by the reporter.